Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified saline breast prostheses, suffered bilateral leaking and several unexplained systemic symptoms, including ibs, gastro problems, neurological problems, depression, anxiety, migraine, heart palpitation, copd, knots on breasts, and cannot lift hands up due to the implants being connected to the rib cage. The patient stated that they have been tested for breast cancer and also have 30 different medications. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical devices were two 325cc mentor smooth round moderate plus profile saline breast prostheses (catalog: 3502325 lot: 5666988). On (B)(6) 2020, mentor also became aware that the patient had undergone bilateral removal without replacement on (B)(6) 2019 and that the patient was also diagnosed with animation deformity of the right side of their chest. In addition, both implants were found intact, however, one had some "growth" and the other was found inverted. Both implants were sent to pathology. The reported "growth" could not be properly identified at the time of this report since mentor has not received the devices, photo or pathology report. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, suspected deflation manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.